Manufacturer narrative:
Investigation summary: a review of drawing, manufacturing instructions, quality control, specifications, functional test and visual inspection of the device was completed during this investigation. As reported the sheath was damaged. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation was in the closed position. The mlla (male luer lock adaptor) is tight. The collet knob is tight and secure. A visual examination noted the basket sheath was folded over in the shipping tray 11.7 cm from the distal tip of the basket sheath. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. The support sheath and basket sheath are detached. A functional test was performed and the handle does not actuate the basket formation. The handle was disassembled and minimal adhesive was noted on the basket sheath. No patient harm was reported. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the provided information a definitive root cause cannot be established or reported at this time. Appropriate personnel have been notified to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported upon opening the package of the device, the sheath was damaged between the packaging trays. The physician used another device to complete the procedure. No adverse effects or consequences were reported to the patient due to this occurrence.